Event description:
Pt reported that within three days; their blood glucose levels were very elevated (in the 500-600's mg/dl). Pt feels the device's bolus insulin deliveries were too low. No treatment was received as a result of these events.